Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The issue was caused by a corrupted config file. The file was reinstalled and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that when the mobile view station (mvs) was turned on, the following error message appeared: "error has occurred bi o-arm as bi application exception." The representative would then click ok to the message and the system would stop functioning. He tried to reboot the system multiple times to no avail. Medtronic imaging was aborted. There was no reported impact on patient income, and an unknown delay of procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the procedure type was a lumbar fusion and there was no delay in procedure.